Manufacturer narrative:
Month and year of event have been provided ,day is unknown, no information has been provided to date. One device was returned for investigation. Device was examined where customer complaint of detached pilot balloon was confirmed. Device history review showed no reported non conformities that would lead to this issue.

Event description:
It was reported that after two weeks of use, the pilot balloon became detached. No patient injury. No additional information is available for this complaint.